Event description:
Hta device was used in 2005. (Patient age and weight unknown) according to the complaint: while procedure was being performed, the seal was broken which caused slights burns to the patient's groin area. Per follow-up, burn was superficial and treated with silvadene cream.

Manufacturer narrative:
The device was not returned for evaluation. A device analysis cannot be performed. Therefore the cause of the reported event cannot be determined. Product was not returned for evaluation because unit is not believed to be cause for complaint. Unit is believed to have functioned properly. A batch history revealed no other complaints reported for the device.